Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The insert properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Without the device to examine, the investigation can draw no conclusions with the information provided.

Manufacturer narrative:
Product part/lot identify product as not being sold in the u.s. Depuy considers this investigation closed.

Event description:
Broken ceramic liner.

Manufacturer narrative:
This complaint is still under investigation.